Manufacturer narrative:
Complaint conclusion: as reported from the cordis real-precise study, 17 months after a procedure in which an unknown 8mm x 40mm precise pro carotid self-expanding stent (ses) with 6f compatibility was implanted, the patient experienced a 90% in-stent restenosis which was noted to be mild in severity with a causal relationship to the study device. The patient underwent percutaneous transluminal angioplasty (pta) with an unknown drug-coated balloon to treat the in-stent restenosis and the patient resolved. The patient also experienced in-stent restenosis 28 months post procedure, 35 months post procedure, and 39 months post procedure. However, it was decided to observe the patient, and no additional interventions were performed. The issue reportedly resolved. This was during a procedure to treat an extracranial artery from the left internal carotid artery. The lesion had length of 20mm with a reference vessel diameter of 6.4mm. Reference vessel diameter distal to the lesion was 4.6mm. The lesion had a 95% stenosis with moderate calcification. The device was used per the instructions for use (IFU). Local anesthesia was administered. A contralateral brachial approach was used. Pre-dilation was not performed prior to stent implantation. There was a 20% residual stenosis post implantation. No adverse events occurred during the initial procedure. The device was not returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process; it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the instructions for use (IFU) as such. Stenoses in stents are usually treated with intrastent percutaneous transluminal angioplasty (pta) or placement of a second stent. Based on the information available for review, factors that may have influenced this restenosis event include patient (has history of dyslipidemia, type ii diabetes, and hypertension), procedural, pharmacological, and lesion, especially since the restenosis was noted 17 months after stent implantation and occurred again at 28 months after treatment. However, without procedural images, the event could not be observed. Based on the information available for review, there is no indication to suggest that the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported from the cordis real-precise study, 17 months after a procedure in which an unknown 8mm x 40mm precise pro carotid self-expanding stent (ses) with 6f compatibility was implanted, the patient experienced a 90% in-stent restenosis which was noted to be mild in severity with a causal relationship to the study device. The patient underwent percutaneous transluminal angioplasty (pta) with an unknown drug-coated balloon to treat the in-stent restenosis and the patient resolved. The patient also experienced in-stent restenosis 28 months post procedure, 35 months post procedure, and 39 months post procedure. However, it was decided to observe the patient, and no additional interventions were performed. The issue reportedly resolved. This was during a procedure to treat an extracranial artery from the left internal carotid artery. The lesion had length of 20mm with a reference vessel diameter of 6.4mm. Reference vessel diameter distal to the lesion was 4.6mm. The lesion had a 95% stenosis with moderate calcification. The device was used per the instructions for use (IFU). Local anesthesia was administered. A contralateral brachial approach was used. Pre-dilation was not performed prior to stent implantation. There was a 20% residual stenosis post implantation. No adverse events occurred during the initial procedure. The device will not be returned for evaluation.

Manufacturer narrative:
Catalog number has been provided. Event description updated.

Manufacturer narrative:
Please note that the catalog and lot numbers are currently unknown. The initial reporter did not provide a phone number; therefore, (B)(6) was used due to system requirements. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported from the cordis real-precise study, 17 months after a procedure in which an unknown 8mm x 40mm precise pro carotid self-expanding stent (ses) with 6f compatibility was implanted, the patient experienced a 90% in-stent restenosis which was noted to be mild in severity with a causal relationship to the study device. The patient underwent percutaneous transluminal angioplasty (pta) with an unknown drug-coated balloon to treat the in-stent restenosis and the patient resolved. The patient also experienced in-stent restenosis 28 months post procedure, 35 months post procedure, and 39 months post procedure. However, it was decided to observe the patient, and no additional interventions were performed. The issue reportedly resolved. This was during a procedure to treat an extracranial artery from the left internal carotid artery. The lesion had length of 20mm with a reference vessel diameter of 6.4mm. Reference vessel diameter distal to the lesion was 4.6mm. The lesion had a 95% stenosis with moderate calcification. The device was used per the instructions for use (IFU). Local anesthesia was administered. A contralateral brachial approach was used. Pre-dilation was not performed prior to stent implantation. There was a 20% residual stenosis post implantation. No adverse events occurred during the initial procedure. The device will not be returned for evaluation.